Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no disposable and high-pressure alarm messages after pump started. Visual inspection and functional check were performed. Investigation, unable to duplicate customer's reported problem. According to the investigation, the pump was visually inspected and the pump's event history logs showed "no disposable and high pressure" alarm messages. Investigation recommended that the pump downstream occlusion sensor be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump was not working. No additional information was provided. No adverse effects were reported.